Manufacturer narrative:
Product event summary: two image files were returned and analyzed. The photos showed a small piece of white material. The type of material was unable to be determined from the photos. In conclusion, the reported issue of "skiving" was unable to be confirmed through image file analysis. The device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the needle could not advance and tore through the dilator. The needle and dilator were removed from the patient and were flushed. A small piece of plastic came from the inside of the dilator. The needle and sheath were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 990061-070 lot# dp-19616: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.